Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2018. No additional patient or event information is available. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined .